Manufacturer narrative:
(B)(4). This report is for an unknown plate/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: dsi reference: (B)(4): this case is logged to capture an impact to patient, unknown: syn: clavicle hook plate was not available during surgery. And the surgeon used a different plate and the case went ahead while it is unsure of the product used. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).